Event description:
It was reported that a stent damage was occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified distal left anterior descending artery (lad). The lesion was predilated with a 2.50x12mm non bsc balloon catheter. A 3.50x20mm promus element plus stent delivery system (sds) was advanced to the lad; however, the stent strut was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. (B)(6). (B)(4).

Manufacturer narrative:
Device evaluated by MFR: device analysis determined that the condition of the returned device was consistent with the complaint incident. A visual and microscopic examination of the device found the device was returned to the complaint investigation site with stent damage. A strut from the third most proximal stent row was raised from the balloon and misaligned. This type of damage is consistent with the stent meeting resistance upon withdrawal. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a stent damage was occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified distal left anterior descending artery (lad). The lesion was predilated with a 2.50x12mm non bsc balloon catheter. A 3.50x20mm promus element¿ plus stent delivery system (sds) was advanced to the lad, however, the stent strut was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.